Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was squirting insulin out of the tubing. Customer's blood glucose level was 500 mg/dl. She treated her blood glucose level with a syringe. Insulin was squirting out during the manual prime. Insulin did not continue to drip after letting go of the act button. The insulin pump alarmed no delivery. The no delivery alarm was resolved by simply rewinding the insulin pump. Customer's current blood glucose level was 433 mg/dl. She was nauseous and heart was pounding. The device was not returned.